Event description:
It was reported by service report that the head left siderail inner panel was missing a blank module. There were no sharp edges but possible fluid ingress. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail inner panel was missing a blank module.